Manufacturer narrative:
The referenced cerebrovascular accident was reported under medwatch MFR. Report # 2916596-2014-01103. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 4 months. The pump was returned for evaluation. The report of elevated flow alarms was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the elevated flow could not be conclusively determined based on the evaluation of the pump. The pump was returned assembled with the driveline cut approximately 4 inches from the pump housing, and the severed portion of the driveline was not returned. The sealed outflow graft, approximately 4.5 inches in length, was returned attached to the outflow elbow. The outflow graft bend relief was returned properly seated onto the graft attachment, and was secured with a sutured bend relief collar. The outflow graft bend relief was free of distortion. Removal of the outflow graft bend relief revealed a twisted outflow graft, approximately 2 inches from the graft attachment. Examination of the interior of the outflow graft revealed no depositions in the area of the twist. It was reported that the patient had stenosis near the aortic anastomosis; however, that area of the outflow graft was not returned for evaluation. Upon disassembly of the pump, loosely seated depositions were present in the outlet stator. Similar depositions were found on the blades of the rotor. The depositions were not adhered to the bearing ball, stator blades or rotor blades. They also lacked denaturing and lacked lamination. In addition, there was no evidence of contact marks on the outlet side of the rotor or on the outlet bearing cup to indicate that the depositions were present while the rotor was spinning. Although their origins and a duration in which they were present in the pump could not be conclusively determined, the depositions did not appear to have originated in these locations. If present while the pump was operating, the depositions found in the pump could have potentially contributed to the patient's elevation in ldh. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. The instructions for use lists hemolysis and thrombus as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, high flow alarms sounded while the patient was at home. On (B)(6) 2016, the patient's labs revealed a lactate dehydrogenase (ldh) level of 1056 u/l and an inr of 2.2. The patient had no other clinical signs or symptoms. The patient was started on a heparin infusion and the anticoagulation therapy over time included a tirofiban infusion, aspirin, prasugrel, and warfarin. Due to a history of cerebrovascular accident the patient did not receive tissue plasminogen activator. The patient reportedly had 80% stenosis at the outflow graft-to-aorta site. On (B)(6) 2016, the patient's pump and outflow graft were exchanged.